Event description:
Infant¿s mean blood pressures noted to be drifting at the beginning of night shift into 28-29, being previously 33-50s early in the dayshift. Charge and physician notified. Eventually hydrocortisone ordered and given for persistent low mean blood pressures. Continued low mean blood pressures 25-27, physician notified and vasopressin ordered. Upon nursing preparing to add additional med line to existing tubing, epinephrine gtt med tubing found clamped at approximately 0300. Nurse unclamped line resulting in an inadvertent bolus of epinephrine which increased means rapidly to 60-70s. Anm (assistant nurse manager) notified of situation and md notified and per physician vasopressin gtt held. Pump never alarmed occlusion, though sensitivity was on least sensitive mode. Anm advised pump to be inspected by biomed. Smiths medfusion pump was sent to vendor for repair.